Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose level of 216 (mg/dl). Due to the cartridge being out of insulin, troubleshooting could not be completed. The cartridge uses novolog and had been in use for 4 days. The customer was reminded that novolog is indicated for use up to 72 hours and it was recommended that supplies be changed.